Event description:
It was reported that a pt had a revision on march 12, 1999 due to the closing pressure being high. The valve was removed and the abdominal cavity tube was measured. It was confirmed that there was not a problem with the abdominal cavity, due to decrease in pressure. The valve was replaced with another pudenz valve without anti-siphon (asd). After the revision, clinical symptom improved and it was confirmed from CT that ventricle size decreased. On 12/13/1998, the craniotomy of left forehead (neck clipping) was performed. On 1/19/99, ventricle abdominal cavity shunt operation by right anterior centesis for coincidence of hydrocephalus. Abdominal cavity tube of hypobaric was used for the operation. The operation was formal was usual and finished in a short time without any problems. After operation, there was no improvement on activity, walking and dementia. The pt also had "mrsa" pneumonia.